Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of programming errors when a clinician programmed the rate instead of dose field. The customer was not able to provide any specific details of events. The clinician also requested that the dose be the first programming field in the device rather than rate, while programming dose-based medication. It also mentioned as they appear to be a request influenced by previous equipment that signaled the end or near end of an infusion. They have suggested that future models or configurations include an audible alert when approximately 30 minutes remain in the infusion. There was patient involvement, but no harm.

Event description:
It was reported that there was a general complaint of programming errors when a clinician programmed the rate instead of dose field. The customer was not able to provide any specific details of events. The clinician also requested that the dose be the first programming field in the device rather than rate, while programming dose-based medication. It also mentioned as they appear to be a request influenced by previous equipment that signaled the end or near end of an infusion. They have suggested that future models or configurations include an audible alert when approximately 30 minutes remain in the infusion. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.